Event description:
It was reported, the customer had issues with drive support. Customer stated, he can push the insulin from the tubing when the drive support cap is pushed. Customer's blood glucose when he woke up was 80 mg/dl but currently running at 230 mg/dl. Troubleshooting was done. The customer performed self test and it passed but was unable to perform displacement test advised the customer that insulin pump would be replaced. No further info provided.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.the insulin pump passed volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.